Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis (ipp). The cylinders inflate well when pumping, but the patient complained that the cylinders were filling without any action on his part.